Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that despite delivering more than 4 boluses, the patient¿s blood glucose (bg) reached around 260 mg/dl while wearing the pod between 4 and 24 hours on the arm. While patient was reporting this pod for high bg levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a manual injection of insulin was delivered.